Event description:
On 14-mar-2022, the following information was provided to kci by (B)(6) center nurse: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold allegedly due to infection. On 15-mar-2022, the following information was provided to kci by (B)(6) center nurse: the reported infection occurred allegedly due to v.a.c.® therapy. The wound had increased redness and duskiness. Cultures were taken, and the patient was placed on 2 weeks of antibiotics. On 21-mar-2022, the following information was provided to kci by the home health nurse: the patient was seen on (B)(6) 022 and the wound looked good. Patient was seen again (B)(6) 2022. The patient was very active over the weekend which may have contributed to the change in wound condition. On 21-mar-2022, the following information was provided to kci by the wound care center nurse: the nurse stated patient did not have a culture taken last visit on (B)(6) 2022. On 24-mar-2022, the following information was provided to kci by the nurse practitioner: there were no cultures performed on (B)(6) 2022. The infection was clinically diagnosed based on the redness and bruising to the periwound which was allegedly due to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. On 30-mar-2022, the following information was provided to kci by the home health nurse: the patient was placed on two antibiotics on (B)(6) 2022 following the wound clinic visit along with vashe irrigation solution. V.a.c.® therapy has not been resumed since (B)(6) 2022 and was discontinued on (B)(6) 2022. On 07-jan-2022, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2022, the device was placed with the patient. On 30-mar-2022, the device was tested per quality control procedure by a kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged wound infection on (B)(6) 2022 is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient's increased physical activity the weekend prior may have contributed to the change in wound condition. The device passed quality control checks before and after placement. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Nadequate hemostasis of the incision. Cellulitis of the incision area. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.